Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving dilaudid (8 mg/ml at 3.5 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 the hcp reported that the patient had presented the day before with an altered mental status, hypercarbic respiratory failure, a fever, some nausea, and hypoxia. The patient responded to narcan. The actual residual pump volume was 25 and the expected residual pump volume was 5. The pump was not alarming. A dye study was being considered. Additional information was received from a company representative and it was reported that the patient was admitted to the ICU (intensive care unit) and was unresponsive. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The pump was read and turned to minimum rate by the hcp and the patient was given a narcan drip. It was unknown if the issue was resolved. No surgical intervention occurred and no surgical intervention was planned. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.